Event description:
On (B)(6) 2015, the patient/lay user contacted lifescan (lfs) USA alleging that their onetouch ultramini meter read inaccurately low compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation since the medical surveillance specialist (mss) was unable to reach the patient to obtain additional information. The patient was unable to state when the alleged inaccuracy first occurred, but stated that at an unknown time they obtained blood glucose readings of ¿54 and 32mg/dl¿ on the subject meter. The patient informed the cca that they regulate their diabetes with insulin pump therapy and denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. During the initial call with the cca the patient reported that they ¿felt all the life leaving her body¿, and they were unsure whether they ¿fell asleep or passed out¿. As the mss was unable to reach the patient it is not known how long they were unconscious for, nor how they regained consciousness. The patient informed the cca that when they did regain consciousness they self-treated by consuming more food/drink. It would have been beneficial to know if the patient measured their blood glucose during this event, however this information was not provided. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution to walk through a retest. The patient¿s products were requested for evaluation. This complaint is being reported because the patient obtained inaccurately low readings on the subject meter which led to them suffering symptoms which could potentially be indicative of serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 3 - 5/19/2015, the method codes were incorrectly specified. The correct method codes are included in this follow-up.

Manufacturer narrative:
Follow-up # 2 - 5/19/2015 correction. The manufacturers narrative should read: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. Retain test strips were tested and passed all testing. A DHR (device history record) was completed for the meter and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.